Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci surgical procedure, the coating on the thoracic grasper instrument shaft was observed to be damaged. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported. The date of the event was unknown.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited several gouge marks, with sections of the tube insulation missing. The damaged areas were short in length and not axially aligned with the tube. Failure analysis investigation also found the following additional damages to the instrument: a snake wrist cable was found to be frayed. The frayed cable segments were various lengths. Instrument motion was no longer intuitive due to the cable fraying. One of the backend cables had slipped off of the gimbal causing the wrist cable to become loose. The instrument main tube was found to be bent approximately 3.9 from the distal end. As a result, the roll at the proximal end did not match the motion at the distal end. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the main tube with material removed, and/or the frayed snake wrist cable, could likely cause or contribute to an adverse event, if the malfunctions were to recur.